Event description:
It was reported that the patient presented to the emergency room (ER) on the date of the report unconscious. The patient had respiratory depression and was on a ventilator. The healthcare provider (hcp) needed the pump interrogated, as they were not sure what was causing the issue. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).